Event description:
It was reported that occlusion alarms occurred. Customer's continuous glucose monitor read "high," with moderate ketones however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.